Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2021).

Event description:
It was reported that prior to dialysis catheter placement procedure, the package of the product was allegedly damaged. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the sample was not returned for evaluation, two electronic photos were provided for review. The investigation is inconclusive for the reported damaged package issue as there is no clear evidence for any damage or sealing problem was noted in the package in the provided photos. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2021), the device was not returned.

Event description:
It was reported that prior to dialysis catheter placement procedure, the package of the product was allegedly damaged. There was no reported patient contact.